Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department will handle the service call/incident. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that ventilator was high peak pressuring. When vent was switched out peak pressures dropped by 20. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.